Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was determined that the computer needed to be replaced. The computer was replaced and the hardware and software passed the system checkout. The system was returned to fully functional status. The site refused to return the suspect computer to the manufacturer for evaluation due to patient data. There were no further issues reported on the system.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site registered doctor reported that during navigation with their navigation system, the monitor screen is black and does not recognize the instruments. After a re-start, the navigation system resumes normal function. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return of computer requested. No parts have been received by manufacturer for analysis. No further issues have been reported.